Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
Correction - MDR#1020279-2013-00424 was filed in error. The explanted products were not smith & nephew's products.